Event description:
It was reported that during an ultra-sound guided breast biopsy procedure through hard density tissue, the device allegedly failed to fire. It was further reported that allegedly difficult to remove. Coaxial was not used in this procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Additionally, it was determined that the number of events is within the acceptable quality level threshold. Investigation summary: two electronic video has received and reviewed. The first video shows the device is inserted into the patient¿s breast. The top slide is in locked position and the bottom slide is in released position. Then the medical professional pushes the bottom slide to lock position, but it has released back to fired position. Then the device pulled out of patient¿s body with additional force. The second video shows the device out of patient's body and the sample notch is exposed out of the cannula. The device is in half prime position. Then the bottom slide has pushed back to lock position, both the slides are in locked position. Then by using side trigger the device has fired, both the slides released from its lock position without any issue. Therefore, based on the video submitted the reported failure is inconclusive as the device working fine outside the patient. One maxcore biopsy needle has returned for evaluation. On the visual evaluation the device, it appears clean, both the slides where in initial position, no other anomalies noted on the device. On the functional evaluation of the device, both the slides can be able to lock into position and the device primed without any issue. On further the device as coked and fired over the chicken breast and obtain six sample without any issue by the both the triggers. Therefore, the reported failure to fire unconfirmed as the device primed, fired and obtain sample without any issue, however the reported difficult to remove is inconclusive as the conditions used of the device could not be replicated in the lab (i.e human tissue). The definitive root cause could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2022), g4. H11: d10, h6 (method, result, conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video is provided for a review. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during biopsy procedure, the device was allegedly failed to fire. It was further reported that allegedly difficult to remove. The procedure was completed using another device. There was no reported patient injury.